Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction that consisted of inflammation and an abscess under the sensor patch puncture site. The lump (3.5 cm) started to form after insertion, and the sensor was removed 3 days later. The patient went to the emergency department (ed) where she was diagnosed with a bacterial infection with abscess. She was given a prescription for an oral antibiotic (erythromycin) and advised not to place anything on the area for a week. At the time of the report, the lump remained and the area was healing. No additional patient or event information is available.